Event description:
The reporter stated the scrub technician noted an aq2003v silicone three-piece lens was cracked when it was opened out of the sterile pouch. The lens was not loaded and there was no pt contact.